Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the left common femoral arteriotomy site post percutaneous procedure. The pt complained of pain in the left groin. A pseudoaneurysm was found. The pt was scheduled for compression of the pseudoaneurysm in the morning. The pt felt something pop in the groin and developed a hematoma (time unk). The dr stated that the hematoma compressed the pseudoaneurysm and the hematoma resolved on its own. The pt was in the hosp recovering from open heart surgery.